Manufacturer narrative:
New files have been provided and a full analysis has been performed again with all files provided and the conclusions are as follows: the files analysis led to the following observations: - on (B)(6) 2024: o at 13:48, the user has programmed the pacing mode to voo. The basic rate remained 50 bpm (not modified). O at 13:53, the user has programmed the basic rate to 80 bpm. O at 15:36, the user selected a pre-programmed setting: vdd with a basic rate at 50 bpm. Neverthess, while the programming was ongoing, the user has selected another pre-programmed setting: voo with a basic rate of 50 bpm. ¿ this is this programming which has been set but the programmed did not refresh correctly displaying or printing the previous programming. - on (B)(6) 2024: o the user has programmed the pacing mode vdd. - to avoid this issue in the future, it is not recommended to select new pre-programmed settings while the previous programming is already ongoing. In case of doubt, it is recommended to interrogate again the pacemaker, the correct programming will be displayed.

Event description:
On (B)(6) 2024, the pacemaker setting was changed from vdd 50/120 to voo 80 before surgery in order to use an electric scalpel in another department. After the surgery, the setting was changed back to vdd50/120 and the operation was completed. On the morning of (B)(6), the patient complained feeling unwell. Pulse was 50, and the examination was completed without pacemaker check. The patient was discharged the same day. On (B)(6), the patient visited the hospital due to feeling unwell and the me checked and found that the setting was voo 50, so the setting was changed to vdd50/120. Requested to analyze the history of setting changes as to why voo 50 was set when it should have been set to vdd 50/120.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The files analysis led to the following observations: - on 30th august 2024: o at 13:48, the user has programmed the pacing mode to voo. The basic rate remained 50 bpm (not modified). O at 13:53, the user has programmed the basic rate to 80 bpm. O at 15:36, the user reprogrammed the basic rate to 50 bpm while the pacing mode remained voo. O the user has never programmed the pacing mode vdd/50. For a sensitivity test, the vdd mode was programmed as temporary pacing mode. - on 10th september 2024: o the user has programmed the pacing mode vdd. - based on the available data, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
On 30-aug-2024, the pacemaker setting was changed from vdd 50/120 to voo 80 before surgery in order to use an electric scalpel in another department. After the surgery, the setting was changed back to vdd50/120 and the operation was completed. On the morning of (B)(6), the patient complained feeling unwell. Pulse was 50, and the examination was completed without pacemaker check. The patient was discharged the same day. On (B)(6), the patient visited the hospital due to feeling unwell and the me checked and found that the setting was voo 50, so the setting was changed to vdd50/120. Requested to analyze the history of setting changes as to why voo 50 was set when it should have been set to vdd 50/120.